Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer's blood glucose was 40 to 268 mg/dl and thought that the low was due to stress. Customer declined to be transferred to the helpline. No further assistance was necessary.